Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient fell down her stairs on saturday (B)(6) 2023. She was seen in clinic on (B)(6) 2023 where he examined her and took x-rays. Rep was notified that she was coming into the office yesterday. I completed an impedance check that came back with all impedances at approximately 1000 ohms. The patient was getting stimulation in her lower extremity as expected. When rep asked to see her x-ray from (B)(6), it was then compared to her implant image. The leads moved from t10-11 to t11-12 but were still very midline. The patient felt a burning pain around the ins site when the intensity was increase to the point she felt stimulation. There was no visual concerns around the incision site. Hcp told the patient he feels like it tenderness from the fall and wants to watch it over the next month. He is also scheduling her for an MRI.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# : (B)(6), implanted: (B)(6) 2023, product type lead. Product ID 977a260, serial#: (B)(6), implanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 12-dec-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 26-apr-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.